Event description:
It was reported that, during a right colectomy, the active blade blanched the bowel. The surgeon reinforced the site with three sutures as a precaution. The procedure was concluded with another device with no further consequence. The pt did fine and was discharged.

Manufacturer narrative:
Info was not provided by the initial contact. Info is unavailable; device was not returned for evaluation.